Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the hospital due to multiple unwitnessed pre-syncopal episodes. Of note, this patient has a history of sick sinus syndrome. The patient was admitted into the hospital and their pacemaker was interrogated. Upon reviewing the stored electrograms, noise was found on the ra lead which was oversensed by the device causing pacing inhibition. Further troubleshooting was performed, and noise was reproduced in the atrial channel. Due to the patient's current physical and medical condition, it is the physician's decision to follow a conservative treatment and not replace the lead. The physician instead chose to preprogram the device and will continue monitoring this patient. No additional adverse patient effects were reported. This pacemaker system remains in-service.